Event description:
It was reported that the patient experienced bleeding a couple of days after the insertable cardiac monitor (icm) implant procedure. The patient went to the emergency room and the sutured the incision. The icm remains in service. No additional adverse patient effects were reported.